Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. At the time of the receipt of this report, the patient was hospitalized for peritonitis. Treatment was not reported. The status of the patient¿s condition was not reported and it was not reported if pd therapy was ongoing. No additional information is available.